Manufacturer narrative:
Device lot number unknown. Product not returned.

Event description:
It was reported that the abutment screw (iunihg) fractured. It was also reported that the doctor is waiting for the technical support on how to remove the fracture screw. Tooth number 30.

Manufacturer narrative:
The product reported was not returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain gold-tite hexed screws, it is recommended to torque at 20ncm. Complaint indicates screw fracture. Alleged event was non-verifiable without the return of the product. A root cause for this complaint could not be determined.